Event description:
It was reported that an ilet device¿s touchscreen was cracked after being dropped in the home, resulting in the top portion of the screen becoming nonfunctional and causing difficulty using the device; the device had been synced prior to shutdown and a replacement was arranged, with the user transitioning to backup therapy. Symptoms included no injury. Outcomes included no impact to blood glucose levels and no medical intervention or hospitalization. Investigation included product complaint intake, verification of device identifiers, and arrangement for device return and replacement. Investigation of this case revealed physical damage to the touchscreen consistent with accidental drop, with loss of partial display functionality and impaired usability. It was concluded, based on previously established findings for similar reports, that the cause was accidental physical damage unrelated to device manufacturing or design.